Manufacturer narrative:
Investigation of returned guidewire revealed its coil wire was long elongated and entangled. Core wire was found to broken off at approx. 5mm from tip end and sem observation of the breakage site revealed the trace of breakage by rotational force. Coil wire breakage site showed the breakage by pulling apart, the breakage length of the coil wire could not be determined because of the heavy entanglement and deformation. Composite core of the guidewire was found missing, and was supposed to be remaining and fixed in patient anatomy together with the broken core tip and coil wire. Lot history review revealed no anomaly relating to the reported event in the production and inspection record. No other similar product experience report was received for this lot. All shipped products are inspected in the production process for meeting their product specification and releasing criteria. Based on the reviewed information, there is no indication of product deficiency. Based on the obtained information and the outcomes of the investigation of returned device, it is inferred that guidewire distal end might be trapped in the lesion when crossing lesion was attempted, rotational manipulation was made to the guidewire, the core wire was broken apart due to the accumulated force that exceeded the product design limit. The coil was unraveled, elongated along with removal of the guidewire or other manipulation to the guidewire, coil and the composite core were finally broken off. Warning section of the IFU describes: if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degree) in the same direction. And "separation or breakage of the guide wire" as possible complications and adverse events.

Event description:
Reportedly, to treat a 90% occlusive heavily calcified lesion at #1-#3 rca, after attempts and failures to cross the lesion with several other guidewires with a support catheter, subject guidewire was advanced to the target lesion. When the guidewire was removed back after attempting crossing lesion, it was found that the guidewire tip was broken apart. Retrieval of the broken fragment by a snare was attempted but was not successful, physician fixed the fragment to the vessel by deploying a stent.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. (B)(4), registration number: 3009121749.